Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the device returned without the over-sheath and the catheter was kinked close to the bushing. Microscope examination was performed, and it was confirmed that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. The catheter was unraveled close to bushing and the bushing had signs of a deformed double crimped, indicating the potential for deployment failure. It was also observed that the yoke was detached from the control wire. Dimensional analysis was performed on the outside diameter of the bushing, and it was confirmed to be within specification. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestines during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient was admitted to the hospital for polypectomy. This clip was to be used to stop a small amount of bleeding. The physician examined the clip in vitro; however, it was found that the clip arms could not be opened nor closed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bushing had signs of a deformed double crimp marks, indicating the potential for deployment failure; therefore, this is now an MDR reportable event.